Event description:
Same case as MDR # 2134265-2013-03007, 2134265-2013-03008. It was reported that during an angioplasty procedure, an automatic pullback failure occured. The target lesion being treated was located at the left main coronary artery. During intravascular ultrasound (ivus), an attempt was made to do an automatic pullback. The motor drive cogs were able to start up however, the sled was not actually retracting the catheter. The motor drive unit was disconnected. And was reconnected back to the sled to secure the connection, but the pullback was still unsuccessful. The sled was then removed and a manual pullback was done to complete the procedure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at the time of event: 18 years older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).